Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet gear, sliding pin and spring needed replacement and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone number: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00324.

Event description:
It was reported that the device functions normally, but was in need of service. No harm or delay were reported. During product evaluation, it was found that the ratchet gear was stuck. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. No adverse event is associated with this malfunction.